Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing completely over the duct every third to fourth clips. A new device was used to complete the procedure. There was no patient impact.